Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The cause of the fall was later reported to not have been device or therapy related as the patient inadvertently tripped and fell. The patient's renal dysfunction was also said to have not been device or therapy related and had an onset date of (B)(6) 2025 for acute kidney injury during emergency department admission. Diagnostic testing showed patients creatine to be at 7.5, metabolic acidosis (lactate 10.5), and hyperkalemia k at 7.1. Patient continued to report overall soreness especially at sight of hematoma of right flank and abdomen. The arrhythmia in this event was thought to be not device or therapy related due to preexisting atrial fibrillation and ventricular tachycardia prior to lvad implant. It was also reported that the patient had an ICD implanted prior to implant on (B)(6) 2014 and an av junction ablation post implant for the arrythmias. Death was also considered to not be device or therapy related and it was said the device was operating as intended.

Event description:
It was reported that patient fell at home and was admitted to the hospital on (B)(6) 2025. They had extensive bruising on their trunk, low hemoglobin and poor kidney function. The patient was transferred to the intensive care unit for ventricular tachycardia overnight from (B)(6) 2025 to (B)(6) 2025. Nurse documentation showed increased power numbers, but periodic event logs did not reflect this. The site asked for assessment of power to see if the documentation provided was transposition of the pulsatility index and power values. The log file captured routine events and there were no notable alarm conditions or parameter changes. The event log dated from (B)(6) 2025 through (B)(6) 2025, and the power was 3.2 through 3.6 milliwatts.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files could not confirm the report of elevations in pump power. Review of the submitted log files showed normal operation of the system, with no atypical elevations in power. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, infection, cardiac arrhythmia, renal dysfunction, bleeding, and thromboembolism. Section 1 also addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 of the IFU, ¿patient care and management¿, lists infection, arrhythmia, and thromboembolism as potential late postimplant complications. Section 6 (under ¿anticoagulation¿) also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional h6 heath impact codes: 1754 - bruise/contusion. 2553 - confusion/ disorientation. 2328 - anxiety. 2011 - pneumonia. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient was admitted to the intensive care unit on (B)(6) 2025 for anemia, renal failure and lactic acidosis. On (B)(6) 2025 the patient was treated for anxiousness and alcohol withdrawals. The patient proceeded to have ventricular fibrillation on (B)(6) 2025 with defibrillation from implantable cardioverter-defibrillator. On (B)(6) 2025, the patient had a run of ventricular tachycardia. The patient's mental status worsened on (B)(6) 2025 with a decline to confusion and required intubation to help maintain their airway on (B)(6) 2025, as well as pressor support. Log files were submitted for review on 17jan2025 for questionable fluid collection around the ventricular assist device (vad). There appeared to be no unusual events recorded in the log file event history and the pump log file appeared to be normal as well. Computed tomography (CT) of the patient's chest was performed on (B)(6) 2025 and found multifocal cavitary lesions with decreasing wall thickness. The CT impressions also found associated surrounding patchy groundglass with decreased density compared to prior, persistent left lower lobe consolidation and small left pleural effusion. New moderate right lower lobe superior segment consolidation was also found with trace right mainstem bronchus secretions. CT also showed postsurgical changes from the left ventricular assist device with stable small right anterior mediastinal fluid collection. Blood cultures uncovered the presence of methicillin resistant staphylococcus aureus (mrsa) despite antibiotic treatment after mrsa was indicated in a sputum culture on (B)(6) 2025. Patient was treated with ceftaroline, daptomycin, and linezolid. No procedure was conducted to collect and culture the fluid around the vad. The patient would continue to be monitored with repeat CT and antibiotic therapy. The patient was transitioned to comfort care on (B)(6) 2025. Pressor support was increased on (B)(6) 2025, yet the patient ultimately withdrew from support the same day.